Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia with a highest cgm value of 294 mg/dl over approximately four hours while using a dexcom g7, coincident with an infusion set that had been worn beyond the recommended three days; the user received guidance to replace the infusion set and supplies, and insulin delivery then resumed with successful cgm reconnection and warmup. Symptoms included no reported clinical symptoms despite elevated glucose. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included customer interview, device use review, and troubleshooting that addressed cgm pairing and a full supply change. Investigation of this case revealed user-related prolongation of infusion set wear as the likely contributor to hyperglycemia, with no evidence of hardware malfunction or component damage. It was concluded, based on previously established findings for similar reports, that the cause was use error and cause unclear for the hyperglycemia episode. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.